Event description:
The screws keep coming out of the bottom of the chair base and pt's concerned that the chair will tip over. The MFR seemed unconcerned when they were contacted about this problem. However, when the distributor was contacted pt was told that a repair kit had been developed to correct the problem.